Event description:
A nurse reported that the system would not release the capsule during a surgical procedure. The surgeon did not have his foot completely released from the footpedal and when released the footpedal completely the capsule was released. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).